Event description:
It was reported that a patient experienced peritonitis and subsequently passed away coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the peritonitis event. The patient was treated with injection fortum (1gram for fourteen days, route not reported), injection amikacin (100milligram for fourteen days, route not reported) and injection vancomycin (2grams for five days, route not reported) for the event. Four days after the onset of peritonitis, the patient experienced a cardiac arrest and passed away. The cause of death was reported to be due to the cardiac arrest event. It was unknown if pd therapy was ongoing at the time of death. It was not reported if the patient had recovered from the peritonitis event prior to the time of death. It was unknown if an autopsy was performed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.